Manufacturer narrative:
Explant date: not applicable (na). Lens remains implanted in the eye. (B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
In follow up with the physician, it was reported that the patient's refraction is ''perfect'' and the lens will remain implanted. (B)(6). A review of the manufacturing records was performed. There were no non conformances with respect to the final product release. The optical inspection data showed the lens was within power specification. There were no associated nonconformity material reports. The sterilization batch was released and there were no non conformances. The results of environmental control showed there were no complaint related environmental monitoring non conformances. There were no process and/or material changes. Based on the manufacturing record review and historical review no non-conformances were identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
Patient reported experiencing impaired vision were patient is unable to see anything clearly up to 4.5 to 5 feet away, making reading absolutely impossible. Patient explained that close/mid vision with cataract was much better than vision with lens. Patient stated she did not require glasses for close vision, prior to lens implant. Patient also stated distance vision is slightly better than vision with natural lens. Additionally, patient reported experiencing halos and glares at night, an eye that waters a great deal and pressure behind the eye at times, whereby enough pressure was felt to be bothersome. Furthermore, patient stated vision has worsened with time. Currently, patient does not have plans to explant the lens. No further information has been provided.